Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cased as MDR ID: 2134265-2016-10604. Promus element¿ plus clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 90% stenosis and was 5 mm long with a reference vessel diameter of 2.00 mm. The target lesion was treated with predilatation and placement of 2.25 x 12 mm and 2.25 x 16 mm promus element¿ plus stents with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired. The cause of death was unknown.

Manufacturer narrative:
Describe event or problem , patient codes and device codes updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred as adjudication.